Manufacturer narrative:
(B)(4). Additional information received: the bariatric program director, called because the patient is now following up after the leak was found in (B)(6) 2017. The caller noted that the patient missed follow up appointments in march and early april because the patient¿s wife was terminally ill and recently passed away. The caller mentioned that the patient¿s weight has increased from (B)(6) on (B)(6) 2017 to (B)(6) on (B)(6) 2017. The patient now plans to have the band replaced.

Event description:
It was reported that following a realize band placement, the band was found to have a leak and not hold fluid during an adjustment under fluoroscopy procedure. The band was placed on (B)(6)2008. The patient returned for a band fill adjustment in (B)(6) 2017, and the surgeon found that there was no fluid flushed back on (B)(6) 2017. The patient had x-rays which confirmed good band position on (B)(6) 2017. The patient underwent a band adjustment under fluoroscopy on (B)(6) 2017 during which the surgeon could not see an active leak, but about a minute after filling, the contrast was noticed to have leaked out at the band near the gastroesophageal junction. During the procedure, the surgeon recommended removal of the band but the patient requested that the band be left in place and plans to have it replaced. The patient is currently not experiencing expected restriction of gastric accommodation and is gaining weight. The band is currently implanted.